Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6)reports an event as follows: it was reported on (B)(6) 2022 the drill sleeve broke and resulted in a five (5) minute delay of the procedure. The procedure was completed successfully with no medical intervention necessary. This report is for a drill sleeve. This is report 1 of 2 for (B)(6).